Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the threaded battery cap was cracked and broken, the screen was discolored and hard to read, and it seemed to be delivering inconsistently. The customer's blood glucose level was unknown. They also mentioned that in the past few days they woke up with extremely high blood sugars indicating that they were not receiving the proper basal rate. The insulin pump will not be returned for analysis.